Event description:
It was reported that the patients ipg was dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.